Event description:
Procedure: sigmoidectomy. According to the reporter: when the device was removed from cavity, the anvil came off and fell into cavity. The anvil was retrieved from the anus. Operative time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4).